Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with an unknown lot number showed that the loop was kinked. The mapping catheter was connected to a diagnostic catheter and all channel pairs displayed noise. When the catheter was dissected, electrode wires had broken off just above the weld. In conclusion, the mapping catheter failed the returned product inspection due to the loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.